Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: potential lot number: 16816404, 16845858, or 16813902. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, a micropuncture transitionless stiffened cannula access set's wire separated. Access was obtained via the superior vena cava (svc). After access and upon removal of the wire, the "floppy part" of the wire separated and remained in the patient. Per the reporter, it was determined that more harm would have been caused to the patient if they tried to remove the tip; therefore, the separated section was left in the patient. The patient did not require any additional procedures or experience any additional adverse effects due to the event.